Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch # a97d5u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that 2b12lt device was returned inside it's package opened and with no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device had the universal seal unlatch and then latch onto the sleeve assembly. In addition, the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a97d5u number, and no non-conformances were identified.

Event description:
It was reported that during a gastric resection surgery, before used on the patient, noted the universal hap fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/6/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did any pieces fall into the patient? 2. If yes, how were they retrieved? -no 3. Will all pieces be returned with the device? 4. If no, were they discarded? -yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. Additional information was requested and the following was obtained: received updated information the event date should be 13-jun-2025 .

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.